Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328438, batch no. 8316894. It was reported that during use of the syringe 0.3 ml, 31 g, 8 mm whole unit 10 bg 500, the needle hub separated into the needle shield. The following information was provided by the initial reporter: consumer reported when he removes the needle shield from the syringe needle is stuck inside the shield along with the hub.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8316894. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint.

Event description:
Material no. 328438. Batch no. 8316894. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the needle hub separated into the needle shield. The following information was provided by the initial reporter: consumer reported when he removes the needle shield from the syringe needle is stuck inside the shield along with the hub.

Event description:
Material no. 328438, batch no. 8316894. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the needle hub separated into the needle shield. The following information was provided by the initial reporter: consumer reported when he removes the needle shield from the syringe needle is stuck inside the shield along with the hub.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the needle hub separated into the needle shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8316894. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200789387, 200789978] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) loose 3/10cc syringe. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated a visual evaluation of syringe found (1) syringe with no needle assembly attached. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any damage to the core pins. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml." H3 other text: see section h.10.